Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. Moisture damage was found on the motor also. They were unable to perform the functional testing, including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to the blank display anomaly. The pump had a cracked case at the display window corner and a minor scratched display window.

Event description:
The customer reported via phone call that he woke up this morning with an insulin pump screen that looked like it had moisture damage. Customer stated that he can't read anything. Customer's blood glucose was 320 mg/dl at the time of the incident. Customer stated that he possibly noticed there were water droplets under the screen. Customer stated that the screen is blank and that pump was not dropped. Customer stated that there are no cracks on the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.